Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
Per literature, it was reported that a retrospective evaluation was performed of the perioperative complications within 6 weeks after the first artificial urethral sphincter (aus) implantation and the subsequent impact on device durability. The subjects were 197 patients who underwent aus implantation from october 2012 to july 2014 as a treatment for urinary incontinence after prostatectomy (median/middle age at first implantation: 71.5 years, iqr: 66-76 years). In all cases, ams800 was used as an aus device, and antibiotics were administered intravenously for 24 hours after surgery. Complications according to clavien-dindo classification within 6 weeks after surgery were 38 cases in 35 patients include 31% urinary retention, 2% scrotal hematoma, 1% superficial cellulitis, 2% infection, 2% urethral erosion. One patient underwent suprapubic tube placement for urinary retention with inability to self-catheterize secondary to a false passage in the area of a defect from prior transurethral resection of the prostate. With regards to equipment/device outcome, the overall follow-up period was on average 6 months (median 2 months, 1-19 months), with 9 cases removing all components due to infection/erosion and 4 cases of revision including 2 due to cuff leak, 1 tubing exposure, and 1 cuff downsizing procedure due to persistent stress urinary incontinence. Postoperative urinary retention was associated with an increased infection/erosion rate. Perioperative complications following artificial urinary sphincter placement [j urol. 2015 sep;194(3):716-20]. (B)(4).